Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve evfxplus-34 was implanted via right femoral arterial access and jugular venous access in a patient diagnosed with aortic valve stenosis and comorbidities including hypertension, renal failure (not on dialysis), carotid stenosis, peripheral arteriopathy, and neoplasia within the last five years. The patient had a history of previous coronary angioplasty and a prior unspecified stroke. Ongoing pharmacological therapies included ace inhibitors and furosemide. An electrocardiogram performed prior to the procedure showed a left bundle branch block. During the procedure, acute complications occurred, including a major ischaemic stroke, minor access site complications (stenosis during insertion), and mild paravalvular leak (pvl). The investigator assessed these complications as not related to the device and possibly related to the procedure. No treatment was reported.

Event description:
Additional information was received that 13 days following the valve implant, the patient was discharged with moderate paravalvular leak (pvl). No treatment was reported. Additionally post procedural complications of cerebral ischemia and bilateral pneumonia were reported. The investigator assessed these complications as not related to the device and procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.